Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported that the patient was hospitalized for the event. The patient was treated with unspecified antibiotics treatment. At the time of this report, the patient is recovering form the event. Action taken with pd therapy was not reported. No additional information is available.